Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a missing component was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that a mini-cap was missing the sponge. There was no injury or adverse event was initially reported. During a follow-up with the home patient (hp) on (B)(6) 2011, it was found that after opening up a new box of minicaps, no further issues were found. On (B)(6) 2011, product surveillance contacted the hp. The hp stated they did not have any injury or medical intervention from this incident.